Manufacturer narrative:
(B)(6). A report was received that an outback elite re-entry catheter was difficult to withdraw over an 0.014¿ choice guidewire. The device was removed from the patient along with the guidewire. When removed, the site noted that the deployment position of the cannula was not correct and appeared to be more proximal. Another outback elite catheter was then advanced without issue over an 0.014¿ stabilizer guidewire. The target lesion appears to have been crossed successfully and the outback elite cannula deployed and retracted without difficulty. When retracting the outback elite catheter, difficulty was again experienced withdrawing this catheter over guidewire. The procedure was successfully completed with no reported patient injury. No further information is available. One non-sterile outback elite catheter was received inside a plastic bag with the cannula fully retracted into the catheter. Visual analysis revealed that the tip of the outer body was partially separated 2.6cm from the distal end. The needle was observed inside the outer body separated area. No other issues were found. The separated areas were analyzed under the vision system and evidence of elongations was observed at the areas surrounding the separation. The elongations observed presented evidence of a plastic deformation as a product of an application of tensile force. Functional analysis with a lab sample guidewire revealed resistance/friction at the partially separated condition only. In addition, the handle was actuated and the cannula/needle could not be deployed by the partial separation condition. The cannula deployment length could not be measured due to the partially separated condition. However, the usable length was measured and was found within specification. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿cannula wire port/guidewire lumen - resistance/friction¿ event with the first outback elite catheter was confirmed during the functional analysis. However, this analysis revealed that the resistance/friction was only felt at the partially separated section of the distal tip of the catheter. The reported ¿cannula/needle - deployment difficulty¿ event with the first outback elite catheter was confirmed during the functional analysis. However, this analysis concluded that the deployment difficulty was related to the partially separated condition found at the distal tip of the catheter. According to the instructions for use (IFU), users are instructed to choose an 0.014¿ guidewire from the list of recommended wires in the IFU. These wires have been shown to be compatible with the outback elite catheter. Failure to use a recommended guidewire with this device may result in damage to the guidewire. The product IFU instructs the user to always visualize the tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during the catheter¿s manipulation or delivery, users are to determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback elite catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. They are further cautioned to carefully remove the wire and replace it with a new one if it becomes kinked. If resistance is met during this wire removal, users are instructed to retract the cannula tip into the shaft and then remove the catheter and wire together. It is difficult to draw a clinical conclusion between the device and the event with the information available. However, based on the returned condition of the devices, there are procedural factors may have contributed to the reported events. Neither the device history record reviews nor the product analyses suggests that the reported events were related to the manufacturing process. Therefore, no corrective actions will be taken.

Event description:
It was very hard to retract the first outback system (lot 17239143) over a choite .014¿¿ wire. The otb did not slide smoothly over the wire and the wire was tagged along with the otb. When inspecting the otb after use they recognized that the deployment position of the cannula was not correct and appeared to be more proximal. Then they used a second otb (lot 17212748) with a .014¿¿ stabilizer wire. The otb could be advanced without problems and the cannula could be deployed and retracted without problems but it was also hard to retract this otb. However, the otb could be retracted without any negative consequences and the procedure was finished successfully. Analysis of the device (lot 17239143) indicates the tip outer body was found partially separated at 2.6cm from distal end, the needle was observed inside of the outer body separated area. Patient is fine. The products were stored and prepared according to labeling instructions. The user was experienced. No additional information is available.